Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator reported running out of therapy fluid during a routine hemodialysis treatment. Rinseback was not performed, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner following unrecoverable alarms. There is no evidence to suggest that a device malfunction occurred. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff have been notified. Nxstage medical considers this report closed. No additional information will be provided.